Manufacturer narrative:
The customer¿s reported problem was confirmed. Infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
(B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: tech called in for help on 8015ls unit serial # (B)(4). Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: biomed tech. Called in for help on 8015ls units when power units on they are get error "not for human use" which has to do with the dataset, the dataset was updated on 10/28, at that time they had no issue until today. When power unit on gets that same error. I was able to also speak with the pharmacy who update the dataset had him to open up the dataset in guardrail editor and approve & release the go into system manager and release it. Check unit still not get same error. So I had the pharmacy rename the datatset then approve & release again, try units again still get same error its is not pull over the update dataset for today. Had tech to email me the dataset I was able to import it onto my asm software transfer it on my unit with no issue, new dataset is name (B)(4) 11/01/2019, so I discus this issue with network tech (B)(4) he look into their server and was able to see the one he needed but server was still showing the old one the pharmacy had create to and that was were all unit was showing connect to. Had pharmacy go back into system manager and detect the two old dataset then close out and (B)(4) restart the services once complete he was able to see the units connect to the new dataset, explain to tech the old dataset was stuck on the server, had them check several units before hanging up and were all showing correct dataset now. They were good to go issue was resolve tech thank me for my assist..